Event description:
It was reported that this lead was an attempted implant. During the procedure the lead exhibited pace impedance greater than 3,000 ohms and failure to capture, despite trying multiple positions. The lead was exchanged and the procedure was successfully completed without adverse effects. The lead is expected to be returned.